Event description:
It was reported that a pt underwent a cesarean section procedure on (B)(6)2010 and suture was used. Four days after the surgery, on (B)(6)2010, the wound was not healing and it had an infection. The surgeon treated the pt with antibiotics. Now the pt is fine.

Manufacturer narrative:
(B)(4) - infection: conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.